Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the error "machine pressure sensor auto-zero failed" occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed the occurrence of the "check vent: machine pressure sensor auto-zero failed" in the event log. Solenoid valves 2 and 4 were replaced to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.